Event description:
Material #: unknown - batch #unknown. It was reported patient experienced reaction to chloraprep. Email verbatim: ¿3 central line infections; central line infection; central line replaced because she had infection, line replaced due to infection, multiple line infections possibly originating around insertion site [central line infection]. Cvl site infection; line infection; central line replaced because she had an infection, line replaced due to infection, had multiple line infections, possibly originating around insertion site [injection site infection]. Sensitive skin, redness [sensitive skin]. Sensitive skin, redness [skin red]. Blood on shirt and could smell remodulin, small amount of blood in line [injection site bleeding]. Leak was noted at connection of central venous catheter (cvc) and pump tubing [device leakage]. Small amount of blood in line, leak was noted at connection of continued in additional info section. Weight: no further information provided at time of entry. On an unreported date, the patient had a blood on shirt and could smell remodulin, small amount of blood in line (injection site haemorrhage), leak was noted at connection of central venous catheter (cvc) and pump tubing (device leakage), small amount of blood in line, leak was noted at connection of central venous catheter (cvc) and pump tubing (device infusion issue) and had allergy to chlorhexidine (drug hypersensitivity). Co-suspect medication included: chlorhexidine.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).